Event description:
A patient reported blood glucose results of 180 mg/dl and 300 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of less or equal to 20 percent and/or less or equal to 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.